Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
After the puncture was performed, the catheter was placed inside the sheath, and the valve was leaking blood. Another sheath was used to continue and complete the procedure with no patient consequences.